Manufacturer narrative:
Philips service reloaded the software and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to run the main application on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.